Manufacturer narrative:
B5. Describe event or problem updated.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported. It was further reported that the target lesion was located in posterior left ventricular wall (rpl)and had 90% stenosis.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.